Event description:
It was reported a patient underwent an unknown surgery on an unknown date in 2022 and a drain was used. During surgery, it was found that the drain got a hole. However, the product was used for the patient. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information has been requested and received. What is the lot number? No further information is available. Was leakage reported? No further information is available. Was another drain needed to correct the situation? No, the complaint product was used for the patient. Was a new drain placed surgically during a second procedure? No. Device return status: the device has been received at sukagawa and will be shipped. Please check rmao. No further information will be provided. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. How was the hole in the drain addressed? How was suction achieved and drain use continued? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: one used sample received for evaluation. 100% inspection carried out before packing of finished goods and after packing again 100% inspection performed for finished goods before release. The hole mark might likely to happen with some tool used during the surgery. External factors like improper handling and improper usage at user end could not be ruled out. Therefore, further investigation of the sample was not possible. Retain sample analysis could not be performed as the lot no. Is unknown. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. How was the hole in the drain addressed? No further information is available. How was suction achieved and drain use continued? No further information is available. No further information will be provided." This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.